Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
(B)(4). Review of the device history records show that the product was released with no recorded anomaly or deviation. The product was not returned by the patient for evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
On (B)(6) 2016, the patient advised she "experienced constant pain in her back." The patient advised she would not be using the bone stimulator anymore. On (B)(6) 2016, the patient advised she had not been using the bone stimulator. The patient advised she was still in pain and sees her doctor regularly. Patient advised she was prescribed medication for her pain.

Manufacturer narrative:
The product was returned for evaluation. Based on the evaluation, the complaint was not confirmed as no problem was found with the assembly. According to the evaluation, no abnormal condition could be identified that could be considered a causal factor for the reported condition. It is stated that "the reported claim could be associated with a side effect/ clinical condition of the patient which is unknown."